Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar jammed and the blade would not retract properly. Another device was used to complete the case. There were no documented consequence to the pt.